Event description:
It was reported the tip of the mam3008 sheared off into the biopsy site. The doctor is currently awaiting for the pathology results to make a decision with pt on removal.

Manufacturer narrative:
Add'l info: the sales rep reported that the probe and marker were removed together, the tip sheared when the probe was rotated 180 degrees. There were no other issues noted during deployment. We are waiting for an update on the potential tip removal. If we receive add'l details, a supplemental will be completed at that time. A biocompatibility letter was sent as requested by the user. Investigation summary: the device was not returned for inspection and eval; therefore, a definitive conclusion could not be reached regarding this specific event. Based on our knowledge of the device design and its prescribed use, we have developed a comprehensive risk management file associated with our mammomark product portfolio to include tip shear. Our mammotome vacuum assisted biopsy probes contain extremely sharp edges along the aperture opening to effectively excise tissue. Misalignment of the applicator tube creates the possibility of the applicator catching on one of these edges and shearing. As a mitigation step to address this risk, we provide contraindication language within the instructions for use: warning: failure to align the mammomark applicator as specified may result in improper deployment of the collagen plug and possible tip shear.